Event description:
Per repair statementt, the unit will not start.

Manufacturer narrative:
Per repair statementt, the unit will not start due to a short circuit in the power switch on the control panel. In addition, clamps on the manifold were causing hose leaking.